Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) seal plug did not fully seal. The physician noticed this after retracting the screw to allow passage of the lead, because the screw came out. It was then when it was noticed that the silicon seal was compromised. The crt-d was replaced with another device and the procedure was completed. No adverse patient effects were reported.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted a hole on the right atrial seal plug. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Analysis did not identify any possible causes that could have contributed to the reported seal plug damage.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) seal plug did not fully seal. The physician noticed this after retracting the screw to allow passage of the lead, because the screw came out. It was then when it was noticed that the silicon seal was compromised. The crt-d was replaced with another device and the procedure was completed. No adverse patient effects were reported.